Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove could not be confirmed as it is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It¿s possible the non-rail suture white marker was not visible on the suture or was inadvertently stripped off; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with a prostyle device using a 7f sheath after an endovascular therapy procedure. Reportedly, after placing the suture and removing the device, 2 threads [suture limbs] were retrieved; however, the non-rail suture limb was stuck in the guide tube. Therefore, the suture was cut to facilitate removal of the suture. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.